Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing and high impedance on the right ventricular (rv) lead. A pace/sense fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing. There were 15 ventricular non-sustained tachycardia episodes less than or equal to 210 ms between on (B)(6) 2013. In addition, a patient alert was found for lead failure predictor on (B)(6) 2013. There was resistance/impedance. An increase daily pace lead trend data shows an increase for ventricular pace bi impedance equal to 627 to 1197 ohms peak between (B)(6) 2013. Interference/noise was seen with ventricular short interval count equal to 598 counts, in 0.56 day between (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.